Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because, the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. (B) (4). (B) (4). (B) (4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a patient underwent a posterior capsulotomy with a yag laser. The vision with the yag laser was "very bad" because of glistenings on the iol. It was not possible to focus the laser on the posterior capsule. The patient still has a secondary cataract with laser impacts on the iol. Additional information has been requested.